Event description:
It was reported that bd alaris extension set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that filter tubing reading downstream occlusion.

Manufacturer narrative:
One set was returned for investigation. The reported failure was unable to be replicated after flushing the set and running a short infusion, the root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer.